Manufacturer narrative:
Method: device remains implanted. Additional manufacturer narrative: the device was not returned to edwards for analysis as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without return of the device, edwards is unable to confirm the clinical observation. No further actions are possible with the available information.

Manufacturer narrative:
Investigation revealed that this mitral bioprosthetic valve is a non-edwards device. The manufacturer of the valve remains unknown. Therefore, the brand name, model number and PMA number are being redacted. The serial number that was originally reported is an edwards serial number - however, this is for an aortic bioprosthesis whereas this report pertains to a mitral bioprosthesis.

Event description:
It was reported via the customer that a patient has a mitral valve that is experiencing severe regurgitation. When made aware, the length of implantation was one (1) year, seven (7) months. The patient was diagnosed with rheumatic heart disease (rhd). No additional details were provided and the device remains implanted.

Event description:
Additional information received indicates this device is a non-edwards bioprosthesis.